Event description:
The reporter stated, the surgeon inserted a competitor's lens and the lens tore. The incision was enlarged to remove the lens and another same type lens was implanted. Three sutures were required to close the incision. The reporter stated the likely cause of the torn lens was due to the msi-tm injector and loading error.

Manufacturer narrative:
Evaluation results - a cartridge lot number search was performed and one similar complaint was found. #413522, c07-001003.